Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker's helix was bent and stretched after fixation. The device was retrieved, and a new one was successfully implanted. The patient was stable and recovering.

Manufacturer narrative:
Reported event of helix stretch and helix twisted was confirmed. Visual inspection of the device found the helix to be out of specification. This is consistent with procedure damage. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.